Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the alleged button issue could not be adequately investigated because the pump would not power on. The rubber keypad was found to be intact. The pump was opened and there was evidence of moisture corrosion found on the pcb.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming with the pump, the pump was stuck on the verify screen. The patient clarified on (B)(6) 2012 that the keypad was responsive but could not seem to get the buttons to confirm the verify screen. The patient stated that the buttons would respond to move the cursor on the verify screen but the screen could not be confirmed. This report is made based on the allegation of a button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.